Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during the implant of this device the right ventricular (rv) lead was connected to the device and out of range pace impedance measurements were noted as well as high pacing thresholds and loss of capture resulting in asystole. No loose connection was noted which was checked with x-ray. The physician alleged a possible connection issue thus a new device l331/782345 was used, but the out of range pace impedance measurements persisted. The rv lead checked with the pacing system analyzer (psa) and normal measurements were noted, but a lead fracture was suspected. The rv lead was cut and part of the lead will be returned. The device will also be returned. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The complete lead was returned severed in two segments. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits when it comes to the two segments returned. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.